Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported no hearing sensation with the device since the last month. Reportedly, the user has been having several episodes of chronic infection on the left ear. There is no accident or trauma reported. The medical team is waiting for a report regarding the status of the implant to determine if this will be a re-insertion or re-implantation case.

Manufacturer narrative:
Conclusion: device investigations, on the received parts, did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to received information recurrent infections led to an active electrode migration out the cochlea, as confirmed by diagnostic imaging. No information available points to the implant being the source of infection. Additionally, damage to the active electrode likely caused by minute device mobility was found, being most likely a consequence of the concerned migration. This is a final report.

Event description:
The recipient reported no hearing sensation with the device since the last month. The user has been having several episodes of chronic infection on the left ear. There was no accident or trauma reported. The medical team assessed the situation and decided on re-implantation. The user has been re-implanted on (B)(6) 2019. As per device explant report, the condition leading to explantation was extrusion of the electrodes in a radical mastoidectomy due to recurrent infections and exposure of the electrodes through the radical mastoidectomy. It was also stated that the device or a malfunction of it did not cause or contribute to the explantation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process.